Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) channel which triggered a lead safety switch (lss). Technical services (ts) was consulted and recommended evaluation of both unipolar and bipolar configurations with isometrics and pocket manipulation. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.